Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
While trying to remove the oblique pins from the srom cut guide, the pin crossthreaded into the cut block and the tip of the pin broke off. Unable to remove pin from cut block.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted devices confirmed the threaded pin is stuck in the outermost block pin hole. The head/tip of the pin has broken off. The pin is bent and the pin treads exhibit wear and damage. The pin cannot be removed from the block for further examination of the pin and block pin hole. A two-year search of the complaint database against product code (B)(4) did not identify any trend of pin related problems. Review of the device history records and/or a lot specific complaint database search was not possible for the broken pin as the product and lot code required was not provided. The root cause is being attributed to user technique. Side forces were applied to the pin during insertion through the block binding the pins and resulting in bending and breaking the pin head. Based on the root cause determination of user technique and the low frequency of reported events, no corrective action is being taken. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.